Event description:
It was reported that during an unknown procedure, the jaw of the device could not be opened. The surgeon changed to hand sewing to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/29/2012. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Liver. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No existing staple line. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Was the device on tissue? Yes. How was the device removed from tissue ? Was there any tissue damage when the device was removed? Used staple to close vessel and knife to cut out small tissue. Is there any other additional information you would like to share about this device or procedure? The patient is fine and discharged.

Manufacturer narrative:
(B)(4). Firing trigger teeth, cartridge. The analysis results found that the device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples and with the lockout spring normal; the cartridge deck was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).the batch record was reviewed and no anomalies were noted during the manufacturing process.